Event description:
It was reported that the patient exhibited slight unilateral tongue retraction with satisfactory protrusion on the contralateral side. Following clinical evaluation, the patient underwent successful revision surgery on (B)(6) 2026. Device activation is scheduled for on (B)(6) 2026. No additional information is available at this time.